Event description:
It was reported that the patient's implanted pacemaker alerted due to low atrial intrinsic amplitude due to atrial fibrillation. There was also an isolated low pace impedance measurement of 569 ohms that subsequently returned to normal. It was additionally reported that at implant, the patient was in atrial flutter, and it wasn't possible to obtain thresholds. The patient was subsequently cardioverted. Sensing was normal; however, there was no capture at 5.0 v at 1.0 ms. This right atrial lead was replaced, and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient's implanted pacemaker alerted due to low atrial intrinsic amplitude due to atrial fibrillation. There was also an isolated low pace impedance measurement of 569 ohms that subsequently returned to normal. It was additionally reported that at implant, the patient was in atrial flutter, and it wasn't possible to obtain thresholds. The patient was subsequently cardioverted. Sensing was normal; however, there was no capture at 5.0 v at 1.0 ms. This right atrial lead was replaced, and no additional adverse patient effects were reported.